Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was 135mg/dl. The caller mentioned having the device briefly while having an MRI and then had to remove. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of a motor encoder signal being out of phase. The device had cracked reservoir tube lip.